Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Evaluation statement: the complaint device is not being returned, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution. One possible root cause for this issue is overtensioning of the sutures when loaded through the anchor. Excess tension can weaken the suture bridge and structure of the anchor. Another possible root cause is the anchor striking hard bone and being cracked, which would cause it to break in half if excessive force was used. However, we cannot discern an exact root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was discarded.

Event description:
The affiliate reported via email the implant was split in half by being pulled by the threads that were holding after implantation. It was necessary to drill over what was left implanted in the patient's bone to insert a new anchor that would fulfill the same function as the one that was fractured. The procedure was a patellar femoral ligament reconstruction in a female patient. It was necessary to use an additional implant to achieve the correct fixation of the new ligament in the patella.